Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient spoke to a nurse at the clinic and was told that the same incident had happened to five other patients when refilled by the healthcare professional. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported by the patient that in (B)(6) 2017 (exact date not reported) their health care provider (hcp) missed the port during a refill. She was sitting in a recliner in the lobby as directed 10 minutes later and passed out, and they discovered that something wasn't right. She stated she was taken across the street to the hospital for emergency care. She was told she almost died. She reported respiratory issues. It was noted the issue was resolved. No further complications were reported.

Manufacturer narrative:
The previously reported evaluation conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-nov-14. It was reported that when the patient had the pocket fill, all the medication went into the patient's body in a month and a half. It was noted that the patient was given narcan and their "respiratory went down to 20 minutes."